Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device worked and then stopped. The lights on machine blinked then stopped again. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2012-01211. Please see medwatch report # 2210968-2012-01211 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of facility report # (B)(4).